Event description:
A beckman coulter (bec) associate reported an uncontained cleaner fluid leak from the right side of the coulter lh 500 hematology analyzer. This instrument was not used to report patient results. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The associate was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A bec field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse replaced I-beam tubing at pinch valve (pv44) to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).